Event description:
On (B)(6) 2012, adc received an inquiry from the (B)(6) regarding an adc blood glucose meter. According to the details provided in the letter, the father of a deceased adc meter user called their hcp on (B)(6) 2012 concerning his son's welfare as he suffers from diabetes and experienced a "fit" on (B)(6) 2012. The deceased reportedly recovered and was not admitted to hospital. The deceased was last seen alive on the afternoon of (B)(6) 2012 and was found dead in his home on (B)(6) 2012, a diabetic pump was connected to his body. No additional information is available.

Manufacturer narrative:
This is an initial report. The product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The optium xceed meter (B)(4) was received in a reasonable condition, no evidence to suggest meter was tampered with was found. No complaint history associated with the customer's meter was found prior to the inquiry by the (B)(4). No issues with the date and time were observed. No entries for any control solution tests or low battery icon messages were observed. A reading of 102 mg/dl was found on (B)(6) 2012 at 11:07pm. Readings of 367 mg/dl (10:06pm) and 309 mg/dl (11:12pm) were found on (B)(6) 2012. The last reading of the log was of 193 mg/dl on (B)(6) 2012 at 12:30am. Investigation found no device performance issues and operated according to specifications. This is a final report. (B)(4).